Manufacturer narrative:
E1: initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor leaked inside the protective bag. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between august 3, 2023 to august 4, 2023. H10: the actual device was received for evaluation. A visual inspection was performed, and it was noted that there was fluid inside the bag that contained the unit. When the unit was removed from the bag, the cause of leak inside the bag was found to be an untightened winged luer cap. Signs of surface roughness were not observed inside the cap when inspected under the microscope. Therefore, the cause of leak may be due to a use error by not securely tightening the winged luer cap. The blue winged luer cap was tightened and a functional leak test was performed, and no signs of a leak were observed. The device was determined to be conforming product. The reported condition was verified. The cause of the condition was use-related by not securely tightening the winged luer cap. The product label (IFU, instructions for use) indicates, "ensure that the winged luer cap is securely connected after filling and priming". A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.